Event description:
It was reported that the implantable cardiac monitor (icm) did not transmit to the network. The device is still in use. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.